Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received support from technical support, who provided detailed instructions to reset the pump. After performing the reset, the error did not reappear, and the customer successfully started a new sensor session.